Event description:
It was reported that during a routine follow-up high, out of range, pacing lead impedance was observed. Programming changes were recommended. The lead will continue to be monitored.

Event description:
New information received notes that the lead later exhibited an increased capture threshold. The lead was capped and replaced. The patient was in good condition following the procedure.